Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach.4 events had no patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach.4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10 4 previously reported events are included in this follow-up record. Product return status: 4 devices were not available for evaluation. H3 other text : device not returned